Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was lost.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-01608.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 8 (sep8). During the procedure, the physician advanced the sep8 through an indigo system aspiration catheter 8 (cat8), and the bulb detached from the pusher wire and was aspirated. The physician removed the sep8, and then attempted to continue with a new sep8; however, the bulb broke off and was aspirated again. The procedure was completed using a different treatment method. There was no report of an adverse effect to the patient.